Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and bowel dysfun ction/sacral nerve stimulation. The patient reported that she had return of symptoms with her bowels starting since (B)(6) 2016. The patient reported that every time she wiped herself there was bowels. The patient was sore from constantly wiping and cleaning herself. The patient reported that she felt pain at the implantable neurostimulator site since (B)(6) 2016. The patient stated she felt stimulation and denied any trauma that could have affected the device. The patient noted that the change in therapy was sudden and that she would follow up with her healthcare professional to discuss the pain and symptom return.

Event description:
Additional information was received from the patient and it was reported that the patient had diarrhea that was not controlled and caused hurting. The patient reported that they had previously spoken with someone from medtronic (possibly (B)(6) 2016) prior to the symptoms occurring to update/follow up status. The patient reported that the person she spoke with thought the implant might not have been on and suggested increasing stimulation to 2 something at that time. The patient reported that there were no symptoms present at that time. The patient reported that they called their healthcare provider (hcp) after the symptoms occurred who said to get imodium a-d. The patient reported that she took 4 between 4-8pm and increased 0.3 and got the symptoms under control. The patient reported that the hcp told her if there was nothing else to control, they would consider removing the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.